Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a low blood glucose level. She dropped the insulin pump and it alarmed failed battery test. The customer's blood glucose level was 70 mg/dl. The customer retested their blood glucose level and it was 199 mg/dl. The customer stated she need to get more batteries and would call back to troubleshoot. Nothing was replaced or returned for analysis.